Event description:
The customer reported that the hand held scanner of the ortho provue analyzer, incorrectly identified an isbt sample barcode label. No erroneous results were reported. Sample misidentification may lead to the reporting of erroneous test results.

Manufacturer narrative:
An ocd field engineer (fe) went on site and installed the provue software modification required to read the isbt barcodes. The customer verified and accepted qc. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).